Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (non-functional ecgs) was confirmed. As received, the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to lead wires in the ECG c and d cable shorting together. The root cause for the shorted wires has not been positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.